Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : it was reported that on (B)(6) 2023, the product in question was used in the surgery. It was confirmed that two hairs were attached to the syringe of the product in question. The hair was removed, and the product in question was used, and there was no problem with the surgery. A j&j¿s distributor requested confirmation if there were similar reports for the same lot. No further information is available. The product was not returned to depuy synthes, however photos were provided for review. The photo investigation was not able to identify that the hair shown on the photograph was inside the sterile package, the opening conditions are unknown and the device was manipulated after opening the package. However, any deviation from the instructions of use ( IFU 0630133) or corresponding surgical technique is responsibility of the surgical team, any deviation from the instructions is considered as off label use, additionally from the information provided the hair (even if it was not from the device) was detected prior to usage of the device. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed due to off label usage identified, however the evidence provided does not show anything that might contribute to a device nonconformance. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on dec 5, 2023, the product in question was used in the surgery. It was confirmed that two hairs were attached to the syringe of the product in question. The hair was removed, and the product in question was used, and there was no problem with the surgery.